Event description:
During t2 aan surgery, when the surgeon was drilling to the talar screw hole, the drill was slipped and deflected from the nail. The surgeon tried to drill again, then the tip of drill was broken. The broken part was removed from the patient. The delay in the surgery was 5 minutes. Surgeon completed the surgery without using the talar screw hole.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.